Event description:
The customer returned the monitor to the service center for evaluation related to a separate issue. During testing, the repair center technician found no function or image; cause traced to a faulty printed circuit board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, no function or image is due to faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.